Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was approximately 200 mg/dl. Reportedly, the customer changed pump supplies to address the issue. In addition, it was reported that the customer received a power source alert . Customer declined to troubleshoot with tandem technical support.